Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon was having difficulty unfolding the trailing haptic of an micl implantable collamer lens, upon injection. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.